Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. Surgical notes were reviewed and mentioned a stem fracture on the x-rays at the level of the neck. The event is confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. One complaint, this one included, has been recorded over the batch 0000655186. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to prosthesis fracture and pain experienced 6 years post the implant surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned products are an aura ii stem (broken), an insert and a head (all assembled together). The product was broken in the middle of the neck. The product was used with an insert and a head not manufactured by zimmer biomet valence compatible with medacta cup. However, it has been confirmed by the r&d department that the aura ii is not compatible with the medacta cup and not with biolox delta (insert) and delta ceramic femoral head, the other associated products. However, according to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. The complaint is closed but could be reopened if new information is received later. A customer letter will be sent to the customer with the updated investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to prosthesis fracture and pain experienced 6 years post the implant surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The product has been returned and inspected. The product analysis shows that the product was used so there were some scratches just below of the top of the piece on each side. The product was broken at the top of the piece. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to prosthesis fracture and pain experienced 6 years post the implant surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being monitored due to fracture and pain. The incident was reported by the centre hospitalier de roubaix but the event occured in hospital (B)(6). No additional patient consequences were reported.

Event description:
It was reported that the patient underwent revision surgery due to prosthesis fracture and pain experienced 6 years post the implant surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: eternity cup plasma ti ha s56-;réf: p0402p56 - lot : 762577. Biolox delta lnr 36mm 54-56mm- réf: 650-0795 - lot : 2918214. Delta cer femoral head 036/0mm 12/14- réf: 650-0837 - lot : 2832425. Cancellous screw dia6.5x25mm réf: p0601125 - lot : 495103. Cancellous screw dia6.5x25mm réf: p0601125 - lot : 808604. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.